Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately five years and five months post deployment, a CT of the abdomen and CT of the lower right extremity demonstrated struts penetrating the wall of the ivc and the abdominal aorta. Approximately five years and eight months post deployment, the patient underwent removal of the filter and all struts of the filter were noted to be perforating the cava. One strut had eroded into the aorta and this was dissected circumferentially and removed from aorta. The remainder of the struts were then cut with the wire cutter off the filter from the outside and the filter was then removed. Therefore, the investigation can be confirmed for perforation of the ivc. However, the investigation is inconclusive for limb detachment as there is no clear evidence of detached limb in the provided medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Perforation or other acute or chronic damage of the ivc wall. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2012); (manufacturing date 09/2008).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and during and after adhesion removal and appendix removal. At some time post filter deployment, it was alleged that the filter perforated the ivc with erosion into the aorta and filter limbs perforating the ivc and detached. The device and filter limb(s) were removed via opened abdominal procedure. Allegedly, the patient experienced abdominal pain. However, the current status of the patient is unknown.